Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found fault #124 (pneumatics generated system failure) three times in the fault logs. The fse found no blood or saline contamination in the pim, pneumatic drive assembly, and all pcbas. The fse replaced the pim and calibrated the 30 psi transducers. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following was performed by technician of the maquet failure analysis and testing (fat) department. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 child record# mh342496j1 pim. This part was received with a reported unit failure message of system failure. Performed visual inspection of this part received and part looks to be in good condition. Installed safety disks into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The failure analysis and testing department could not verify the failure message of system failure. Performed all functional tests and all tests passed. The fat dept. Pumped the unit and did not observe system failure message on display. Pim passed testing. Retaining pim in the fat dept. Per procedure.

Event description:
N/a.

Event description:
It was reported that before use during power up, the cardiosave intra-aortic balloon pump (iabp) unit has system failure. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block (B)(6) a supplemental report will be submitted upon completion of our investigation.